Manufacturer narrative:
This report is submitted on january 9, 2020.

Event description:
Per the clinic, the patient experienced pain at the magnet site. The patient has not used the device in 20 years. The device was explanted (B)(6) 2019. The patient was not re-implanted with another device.